Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that was kinked in multiple places along the body and unraveled at the distal end. The core wire was separated adjacent to the distal weld. Microscopic examination revealed plastic deformation and necking in the area of the break. No pieces of the wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and cautions not to withdraw against the needle bevel and not to use excessive force. Operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in internal (kmt), difficulty was met during removal of the guide wire despite good anatomical conditions. Because of the removal difficulty, the guide wire became kinked. The guide wire was removed but not replaced. There was no reported delay, death, or complications to the patient as a result of this occurrence.